Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, have been updated. Additional codes have been added to h6 type of investigation. Codes were corrected in h.6 investigation findings and investigation conclusions based on investigation completion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for central regurgitation was confirmed based on the medical records provided for evaluation. There were no manufacturing non-conformances identified during this evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. As reported, 'approximately 1 year, 9 months, 13 days post-implantation of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, a valve in valve procedure was performed due to central regurgitation'. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). The valve leaflet coaptation or closing will require blood flow back pressure. In this case, the blood flow back pressure could be decreased with the presence of paravalvular leak, which led to suboptimal leaflet coaptation resulting in in central regurgitation as reported. This can prevent the valve leaflets from opening and closing properly, leading to central regurgitation. As such, available information suggests that patient factors (paravalvular leak) may have contributed to the complaint event. Review of medical report revealed patient's history of aki (acute kidney injury). Acute kidney injury leads to chronic kidney disease and chronic kidney disease is a known risk factor for leaflet calcification. Leaflet calcification can impact proper coaptation of valve leaflets, leading to central regurgitation. As such, available information suggests that patient factors (kidney disease) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported by implant patient registry, approximately 1 year, 9 months, 13 days post-implantation of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, a valve in valve procedure was performed due to central regurgitation. Medical records confirmed, following several episodes of hypervolemia in the previous months, the patient was admitted for cardiorenal syndrome. The 23mm sapien 3 ultra had at least moderate regurgitation directed centrally into the lvot, there was mild paravalvular leak (pvl). The valve in valve was performed with a new 23mm sapien 3 ultra resilia successfully.